Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported foreign material on the stent implant was confirmed. Based on visual inspection, functional testing, dimensional measurements, and chemical lab analysis of the returned device, there is no indication of a product deficiency. The chemical analysis revealed that the material was cellulose fibers, which are present both in the manufacturing environment and in the catheter lab. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that for an interventional procedure to the left anterior descending with moderate tortuosity, predilation was performed. A non-abbott guiding catheter was used for insertion of the 2.5 x 28 mm promus rx stent delivery system but it failed to cross. After withdrawal, it was noticed that the stent was damaged. The struts were flared on the proximal end, but the institution does not know if there was resistance on withdrawal. Another 2.5 x 23 mm promus was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided. This is being reported based on analysis of the returned device which noted fibers on the stent implant.